Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that during implant attempt, the target vessel was selected with a floppy guide wire. The insertion tool was used to distal load lead over the wire. Slight resistance was encountered during tip seal passage. The guidewire was advanced without resistance until it was noticed that guide wire was moving outside the lead at the second curve after pacing ring (from distal to proximal). This lead was not used. A new device was used and implanted. There were no patient complications reported as a result of this event.